Event description:
It was reported the patient's implantable neurostimulator (ins) and adapter were replaced. It was added that this "fixed the problem." A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial# unknown, product type unknown. (B)(4).